Event description:
Reportedly, during the bypass surgery, catheter got looped in the right ventricle. Customer used the snare catheter to undo the loop and removed the catheter. No patient injuries were reported.

Manufacturer narrative:
Device not returned.